Event description:
The customer reported that the diagnostic procedure, ebus (endobronchial ultrasound) bronchoscopy, was completed with a different device with a very minor delay (switching out scopes). There was no harm or impact to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer's complaint was confirmed due to a stain that was found on the image after checking the charged coupled device unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined for the reportable events (stain on the image, and, distal end of the device is detached from the bending mesh. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: the leak check required attention; the biopsy channel port has deep scratches, distal end is detached from the bending mesh; bending section cover or distal sheath rubber glue had a crack; forceps passage had a leak at the biopsy channel; the coupled charging device (ccd) had stain image; image olympus endoscope system (oes) had red cracks; ultrasound medical product image had four broken elements #23, #27, #29 and #31; switch1 and switch4 were not working; control body requires attention, light guide tube had deep dents; scope connector was loose; angulation was low; and electric insulation required attention. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera ii ultrasonic bronchofibervideoscope, had poor video quality. The issue occurred during the preparation for use. The procedure was unknown. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that the there was no image. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.